Event description:
The facility representative reported a flo-gard infusion pump with failure code f-38. This condition was found upon power up of the device, but it was not reported in which care area this occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with failure code f-38 was confirmed and duplicated by baxter service personnel. The root cause of this condition was not determined. Due to an obsolete part, this device is being returned unrepaired. Should additional information be received, a follow-up medwatch will be submitted.